Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold, high pacing impedance and low sensing amplitude. It was also observed that the screw helix tip of the right ventricular lead exhibited difficulty to extend. The lead was exchanged during the procedure. There were no consequences to the patient.

Event description:
New information received notes product is not returning.

Manufacturer narrative:
The reported events of helix mechanism issue, inadequate capture and r wave amplitude variation were confirmed but the reported event of high pacing lead impedance could not be confirmed. Analysis found that a complete lead was returned in two pieces, connector portion (a) measuring 12.8 cm and the distal portion (b) measuring 39.5 cm with the helix partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted at the connector region due to the overtorqued inner coil. The helix extension length was measured within specification. The cause of the reported events of inadequate capture and r wave amplitude variation was due to the shorting of conductors at the connector region consistent with procedural damage while the cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region. The lead impedance test could not be performed due to the lead was returned separated in two pieces consistent with procedural damage.